Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011.according to the complainant, during the procedure, the device was advanced over a jagwire (bsc) and some resistance was met when the balloon exited the duodenoscope. The balloon was advanced into the common bile duct, and was inflated; inflation seemed to take longer than usual. The balloon was used to sweep the duct and was then deflated, however deflation also took longer than usual. The balloon was removed from the patient. It was confirmed that no visible issues were noted to the device. The procedure was completed with another extractor pro rx retrieval balloon and the same jagwire. It was confirmed that there were no issues with the jagwire.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that an extractor pro rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the device was advanced over a jagwire (bsc) and some resistance was met when the balloon exited the duodenoscope. The balloon was advanced into the common bile duct, and was inflated; inflation seemed to take longer than usual. The balloon was used to sweep the duct and was then deflated, however deflation also took longer than usual. The balloon was removed from the patient. It was confirmed that no visible issues were noted to the device. The procedure was completed with another extractor pro rx retrieval balloon and the same jagwire. It was confirmed that there were no issues with the jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned complaint device revealed three kinks in the catheter of the device. Functional testing was performed and a test 0.035inch guidewire was loaded at the distal tip of the device and exited at the exit ramp with no resistance. The test guidewire was then loaded at the introducer and advanced through the entire length of the catheter, exiting at the distal tip, however resistance was met during advancement due to the kinks in the catheter. Inflation was also attempted, however the balloon would not inflate. A mandrel was inserted in the balloon inflation lumen and stopped at the bifurcation due to a blockage. The mandrel was removed and a clear, sticky substance appearing to be contrast medium was noted on the mandrel. The catheter was cut just below the bifurcation to allow for more detailed inspection of the balloon lumen and a clear, shiny, sticky substance was found. Based on the condition of the returned device, it appears a syringe filled with contrast medium was incorrectly attached to the balloon inflation lumen. The contrast likely crystallized causing a blockage and lead to the reported deflation difficulties. Therefore, the most probable root cause for this event is related to user error. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.